Event description:
The customer reported that during the subtraction case the unit was not giving an injection notice and there was no cine.

Manufacturer narrative:
This MDR is related to ge healthcare. No injection notice displayed. The ge service rep performed an assembly check, erased persistent object nodes, serviced the nodes, reformatted the hard drive, reloaded software, and calibrated the files as needed.